Manufacturer narrative:
The device was returned without a complaint. The device was received in backup vvi (bvvi) operation mode. The bvvi mode was caused by a software error code. After all electrical test performed including thermal and mechanical stress, the error could not be reproduced. The software error code occurrence is consistent with exposure to emi. Longevity assessment was performed, and device is within normal range of operation with appropriate remaining longevity.

Event description:
This event is to report a malfunction observed during analysis.